Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor anomaly. The customer¿s blood glucose level was unknown. The customer reported that the motor was malfunctioned and did not deliver insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device was programmed with multiple test boluses and monitored. All boluses delivered properly. No bolus anomaly noted. No motor error alarm noted during bolus or basal delivery no drive/motor anomaly noted. The motor was tested outside of the unit and passed. Device had minor scratched display window and cracked reservoir tube lip. (B)(4).